Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy occurred ¿a couple of days¿ before the alert date of (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿10.3, 11.8 and 10.2mmol/l¿ with the subject meter which they felt were inaccurate compared to their feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that a ¿couple of days¿ after the alleged product issue occurred they developed the symptoms of ¿sweating and dizzy¿; symptoms which they self-treated with glucose tablets and/or gel at 4:30am on (B)(6) 2017. At the time of troubleshooting, the csr noted that the unit of measure was set correctly and the patient did not have control solution available to walk through a control solution test on the subject meter. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining reportedly inaccurate blood glucose results with the subject meter.